Event description:
This is report 1 of 3. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. The cause of peritonitis was unknown. The patient was not hospitalized for the event. Treatment was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12l03063 and h13a31032. No exceptions were observed that were related to the reported condition. Same patient as (B)(4).